Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve bypass, in exchange of hand instruments, the seal of the reducer cap fell off into the patient but the surgeon was able to retrieve the clear seal on the reducer cap. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the circular seal was cut. The trocar, cannula and duckbill seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.